Event description:
Medtronic received information that post implant of this bioprosthetic valve the patient went into third degree heart block. The patient was monitored and subsequently a permanent pacemaker was implanted two days postoperative. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's (B)(6) and patient's identifier (B)(6).

Manufacturer narrative:
Correction made to the date of this report and the date manufacturer received information. Fields were corrected; from this date (B)(6) 2014 to this date (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).